Event description:
Country of complaint: (B)(6). During use, the customer found that one needle was missing in one package. CT was performed to confirm no needle in the patient. Packaging was discarded.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.